Manufacturer narrative:
(B)(4). Batch #t9521p. Investigation summary: the analysis results found that the device was received with the tissue pad detached and a small piece was returned. The blade tip was not broken off as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The following information was requested, but unavailable: what part of the device broke off? Did the titanium blade tip brake off? Is the white tissue pad completely missing from the clamp arm of the device? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, part of the device broke and fell into the patient's stomach. Another device was used to complete the case with no patient consequences. No additional information is available at this time.